Manufacturer narrative:
Based on the risk assessment dated 6/5/07, the severity code changed to a reportable event. Device was not returned for evaluation; only pictures were sent. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that catheter was placed in the patient successfully, at which time the clinician noticed that the top of the hemostasis valve assembly came off and separated from the body of the catheter. As a result, the catheter was exchanged. There were no patient complications reported.